Event description:
Procedure performed: laparoscopic salpingo-oopherectomy. First catch bag was released into the patient, and bag immediately released from retention arms. Retention arm came apart from the rest and remained inside the bag. Second catch bag again released immediately from the retention arms when placed in patient. A 10mm port had to be inserted into the patient's abdomen and a 10mm catch bag used to remove the tissue. Additional information received 29nov2018 from territory manager: I have spoken to [charge nursewdhb], who submitted the report. [Nurse] has explained that the patient was in fact not injured due to the "faulty" product, however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury" what was the procedure that was being conducted at the time? The case was a laparoscopic salpingo-oopherectomy what is the surgeon¿s name? The surgeon was [surgeon], and [doctor] what was the injury sustained? The injury was a conversion of a 5mm port to a 11mm port to enable the use of a larger catch bag patient status: no injury; however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury" type of intervention: unknown.

Manufacturer narrative:
The event product was returned to applied medical for. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingo-oophorectomy. First catch bag was released into the patient, and bag immediately released from retention arms. Retention arm came apart from the rest and remained inside the bag. Second catch bag again released immediately from the retention arms when placed in patient. A 10mm port had to be inserted into the patient's abdomen and a 10mm catch bag used to remove the tissue. Additional information received 29nov2018 from territory manager: I have spoken to [charge nurse (B)(4)], who submitted the report. [Nurse] has explained that the patient was in fact not injured due to the "faulty" product, however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury". What was the procedure that was being conducted at the time? The case was a laparoscopic salpingo-oophorectomy. What is the surgeon¿s name? The surgeon was [surgeon], and [doctor]. What was the injury sustained? The injury was a conversion of a 5mm port to a 11mm port to enable the use of a larger catch bag. Patient status: no injury; however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury". Type of intervention: unknown.